Event description:
On october 25, a seventy-one-year-old male presented to the emergency department with a three-week history of chest pain, electrocardiogram changes, and shortness of breath. He was taken to the cardiac catheterization laboratory, where an 80-percent lesion of the left circumflex artery was identified. The patient experienced episodes of ventricular tachycardia and was electrically defibrillated three times, returning to normal rhythm. An impella device was placed and a stent was deployed to the left circumflex artery. Additional electrocardiogram changes were noted. The patient was transferred to the intensive care unit with the impella device positioned at 3.5 centimeters, during which rhythm disturbances continued. Cardioversion was performed, and the patient subsequently returned to normal sinus rhythm. The impella device was removed due to the patient¿s improved clinical stability.

Manufacturer narrative:
The root cause of the injury was unable to be determined due to insufficient clinical details.